Event description:
The customer reported that his olympus 4k autoclavable camera head was not producing an image during preparation for a therapeutic procedure. According to the initial reporter, the intended procedure was completed by using another device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A cable failure was discovered and caused the reported image failure. Additionally, the packing was damaged, and the switch was discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon, ¿image failure (blackout)¿, occurred because the video function did not work properly due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.